Event description:
Reporter alleged blood glucose measured 287 mg/dl compared to the doctors' result of 98 mg/dl when tested 1 minute apart. Customer stated not having any high glucose symptoms at the time. No treatment was reportedly received or other actions taken as a result of the comparison. A request was made for the return of the suspect device and replacement product was sent.